Event description:
This spontaneous report was received on 20-apr-2026 regarding a female consumer (age not provided) in the us in association with a calming heat weighted heating pad. Approximately at 11:30 pm on (B)(6) 2026, the consumer applied the calming heat weighted heating pad to her chest and stomach and she fell asleep. Approximately at 4:30 am the next morning, upon awakening her chest was burning. She screamed and rubbed her left breast that was burned and swollen with 2 blisters. On an unspecified date, she saw a doctor who advised her that she had a 1st degree burn across her breast and a 2nd degree burn in the area of the breast which was blistered. She did not feel well the whole day as she had a fever and was nauseated. She took off from work the next day and laid in bed with breast pain. The following day she went to urgent care due to the pain and feeling over heated. She was prescribed a cream to use for pain along with tylenol (acetaminophen). She noted that due to her heart failure, she uses the heating pad on her legs, feet, back, and other areas. She had used the pad for a month and did not have any problems until on (B)(6) 2026. She anticipated going to her doctor again due to itching and the burning feeling to see if the area is recovering. No additional information was provided.

Manufacturer narrative:
There is an instruction that states: "do not use while sleeping" - consumer failed to perform that instruction. There is an instruction that states: "burns can occur regardless of control setting, check skin under pad frequently" - consumer failed to perform that instruction.